Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected motor error alarms noted. Passed displacement test, rewind test, basic occlusion test, prime, occlusion test, excessive no delivery test and motor test. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose level was 296 mg/dl. The motor error alarm maybe caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. The troubleshooting was performed. The customer was advised to discontinued the use of the insulin pump and revert to back-up plan. The patient was advised to return the insulin pump and replacement will be sent. No further information was reported.